Event description:
It was reported that a mirafilter IV extension set leaked from an unspecified location. This occurred before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not detect any issues. An underwater leak test was performed and did not reveal any leaks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.